Event description:
It was reported the patient was feeling a burning sensation at the ipg site while charging. The patient was advised to add clothing between the wand and her skin while charging, and to charge for shorter amounts of time. It was reported during follow up the issue was resolved with the advised charging suggestions.

Manufacturer narrative:
This ipg serial number was included in field corrections. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.